Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received sample and photos from the customer facility for investigation in support of this complaint. Under microscopic evaluation, actual sample confirmed customers' indicated failure mode of black foreign matter on the needle bevel. DHR review showed possible causes of fm under (B)(4). Refer to CAPA (B)(4). Conclusion: confirmed complaint. CAPA (B)(4) was initiated for foreign matter on needle. This batch was created before the CAPA completion date.

Event description:
It was reported that there was foreign matter on the bevel of the needle from a 22gx1" bd vacutainer® flashback blood collection needle. No serious injury, blood to mucous membrane exposure or medical intervention was reported.